Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Manufacturer narrative:
Unknown location of complaint device. Reporting surgeon unexpectedly passed away. Since the device was not returned, any manufacturing defect with the device cannot be assessed. However, it is likely that the root cause of the introducer leaking is related to the root cause attributed to similar complaints received for the leaking that have been confirmed per assessment by r&d and quality engineering of the similar complaints with returned devices, the root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. A CAPA has been initiated for these complaints and product recall. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was phoned in by the sales rep that upon completion of the case the coronary sinus catheter, pr9 introducer was found to be leaking, they applied the slick and it continued to back bleed. No patient harm was reported. The device is to be returned for evaluation.